Manufacturer narrative:
Additional information has been provided in d9 and h6.

Manufacturer narrative:
H6. Medical device problem code have been updated.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, the initial flows were at 2.3 in the operating room (or) and the pump had to be positioned shallow in order to not get suction events. The pump had been able to get above performance level 4 without suction events. The flow had been not able to go above 1.5 liters. The left ventricle signal had been 50/-70 and as high as -90 for the duration of support. There was a continuous 'impella position unknown alarm' and intermittent suction events that resolved on their own. The impella positioning was about 2-3 cm deep and pointed towards the mitral valve. The patient had to be on high dose epinephrine, as high a .4, in order to maintain a mean arterial pressure in the 60¿s. The physician was not willing to adjust the placement of pump as he felt that they tried to that in the or with no success. The graft was very long coming out of the body and down the chest, which would have made manipulation difficult. The pump was pushed through a bioprothestic valve multiple times. The patient survived at explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.